Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 500 mg/dl, 448 mg/dl and 440 mg/dl. Customer also stated that insulin pump alarmed for insulin flow blocked alarm which was resolved by changing complete set. Customer had blood glucose of 448 mg/dl which was backed down to 96 mg/dl then 128 mg/dl through the bolus on the insulin pump. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.